Event description:
The initial reporter received a questionable ise indirect na gen.2 result from one patient sample tested on the cobas 6000 c501 module the initial na result was reportedly more than 160 mmol/l. The repeat result was reportedly more than 140 mmol/l.

Manufacturer narrative:
The electrode lot number and expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and found water droplets on the cuvette rinsing station. He determined that the event was consistent with leaking sodium hydroxide (naoh) detergent tube. The investigation determined the event was caused by the leaking cuvette rinsing tubes. The investigation determined the service actions resolved the issue.